Event description:
Subsequent to the initial medwatch report additional information received indicates: the link (white suture) was on the foot, but the blue suture (rail suture) was pulled out from the puncture site. It appears that both an anterior and posterior needle to cuff miss occurred. No additional information is available.

Event description:
It was reported that suture placement was successful using two proglide devices in the common femoral artery prior to an abdominal aortic aneurysm repair. The arteriotomy was 8 fr and during the procedure the sheath was upsized to 18 fr. The reportedly, after completion of the index procedure, the physician was pulling on one of the blue rail sutures, to close the arteriotomy, and the suture with the knot came out of the patient's groin. Another proglide was deployed and hemostasis was achieved with the sutures of the two successful devices. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Patient reported to be (B)(6). Patient reported as not fat. (B)(4): indication for use. The instructions for use state: the proglide device is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone catheterization procedures using 5f to 8f sheaths. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported anterior and posterior cuff miss was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.